Manufacturer narrative:
(B)(4). This report is for use error - breach in aseptic technique, where the home patient (hp) forgot to wear a facial mask during connection to the patient line. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. It instructs the user to use aseptic technique to reduce the chance of infection. It provides a visualization of wearing the face mask and washing hands. A review of the label for the product family will be conducted. If any relevant information is obtained, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) did not use a facial mask when connecting to the patient line during connect yourself step of the therapy. The technical service representative (tsr) advised the hp to start over with all new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.